Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with high, but stable out of range defibrillation impedance on their right ventricular lead. Device was reprogrammed for the future. Patient was stable after the event.